Event description:
Procedure type: lap rectum. Patient gender: male. According to the reporter: after green mark was confirmed, the firing felt hard. It was reported that the stapling was not completed and under 200cc bleeding was noted, the anastomosis was re-done with another instrument successfully.

Manufacturer narrative:
Initial report sent: 12/03/2007.